Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to moisture damage to the keypad traces. The insulin pump was received with a cracked case at a display window corner, a broken reservoir tube lip, minor scratches on the display window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the reservoir was being pushed out as the reservoir compartment was chipping off. Customer stated that she would unclip the insulin pump and the reservoir just fell out. Customer stated that she woke up with blood glucose readings of 517 mg/dl and as soon as she went to bolus, the reservoir popped out. Customer later mentioned having trouble with the buttons sticking. Customer was advised that the device will be replaced and the customer agreed to return the product for analysis.